Manufacturer narrative:
The reported glidescope bflex 2 slim 3.8 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned bronchoscope but was unable to confirm the reported image issue. When connected to known, good, test verathon equipment, the image appeared normal. There was no visible damage and the bronchoscope had full articulation. The glidescope bflex 2 slim 3.8 single-use bronchoscope passed verathon's device funcationality testing. Neither the glidescope core monitor nor the glidescope core quickconnect cable used with the glidescope bflex 2 slim 3.8 single-use bronchoscope were made available for evaluation. Upon completion of the evalutation by the tsr, the bronchoscope was sent to verathon's r&d engineering department for further evaluation. Should additional information become available from verathon's r&d evaluation, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 2 slim 3.8 single-use bronchoscope, the screen was black. The bronchoscope was used with a different cable and glidescope core monitor but the screen was reported to be black anytime the scope was plugged in. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
G3, g6, h2, h6, h10 the reported glidescope bflex 2 slim 3.8 single-use bronchoscope was sent to verathon's engineering department for additional evaluation. A verathon engineering representative evaluated the device and was able to confirm the reported image issue. When initially connecting the device to known, good, test verathon equipment, the video was found to be fully functional including during tip articulation. The bronchoscope shell was opened for further inspection of the connector board which showed acceptable gluing of the ziff printed circuit board (pcb). Next, the pcb was inspected at the distal end of the tip sheath. It was found that the video became intermittent when applying a slight bend to the pcb indicating that there was damage to the internal traces on the board. No abnormalities were identified with the soldering connections on the pcb. Priro to the reported event, verathon had implemented a design enhancement to increase the durability of the pcb component in addition to providing additional training to the verathon production team addressing the fragility of this particular component. Corrective action as a result of this event is not required at this time. Verathon will continue to monitor for trends.